Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range impedance measurements and noisy signals. Boston scientific technical services (ts) confirmed that the impedance readings were greater than 3000 ohms. The daily ra lead impedance check has been programmed off, and no impedance measurements had been visible for the past year. This device has been reprogrammed. No adverse patient effects were reported. This lead remains in service.